Event description:
It was reported that the damaged downstream occlusion seal was discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Confirmed delaminated of downstream occlusion sensor (dso) and upstream occlusion sensor (uso) seal through visual inspection and functional testing. Replaced both dso and uso seal. Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.